Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the numbers are not responding. The customer stated that he did jump into the pool with the pump on. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer later got a button error. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that he jumped into the pool with his pump on. The customer unable to access the alarm history due to buttons are not responding. The customer was advised that we would replaced the device de to keypad anomaly.